Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately 20 days after the initial stent graft implantation, the stent graft became occluded. The physician elected to convert the patient to an aorto-uni-iliac graft with bi-fem bypass to restore flow to patient's legs. There are no further details available. Several attempts have been made to obtain additional information; no additional clinical sequelae were reported.